Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed and without the device to analyze, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and when grasping was performed, one gripper did not come down (posterior leaflet). Troubleshooting measures were performed such as cycling the lock lever and re-closing the clip, but nothing worked. The clip was removed with no issue. A new cds was used to complete the procedure. One clip was implanted, reducing mr to 1+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.